Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013 a (B)(6) female pt contacted zoll customer support to report that she had a skin irritation on her back and chest with seeping sores. The pt reported removing the lifevest as a result of the sores. The pt is using a cream recommended by her doctor. The pt reported that she was on blood thinners and that the wounds were not healing very well. The pt continued to wear the life vest. The clinical outcome of the skin irritation is unk.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.